Event description:
It was reported that the patient presented in clinic for lead revision. It was previously noted and confirmed by chest x-ray that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.